Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Subsequently, an unexpected shut down occurred. Reportedly, the customer was able to charge the pump with an alternate adapter, and resume insulin therapy on the pump. Customer's blood glucose level was 103 mg/dl.